Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The screwdriver in question was manufactured in july 2012 according to the specification. The visual inspection has shown that the stardrive tip is completely worn/rounded at the forefront. Due to that a proper function in not ensured anymore and the complaint is confirmed. Definitive root causes were unable to be determined with the provided information; however, wear and tear on a multiuse device likely contributed to the complaint conditions observed in the returned instrument. Using the device for final tightening or incomplete insertion into the screw recess may also have played a certain role. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Hospital contact telephone: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing site: (B)(4). Manufacturing date: 27. July 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it is reported during an unknown procedure on (B)(6) 2017, the angled stardrive screwdriver was not locking, causing the whole device to rotate. A straight screwdriver was used to complete the procedure with a delay of approximately 10 minutes. No harm to patient was reported. This report is for one (1) angled screwdriver. This is report 1 of 1 for (B)(4).